Event description:
It was reported that the ipg had partially rotated out of plain and was causing increased pain, burning sensation and difficulty charging. The patient was prescribed an increased dose of hydrocodone. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively and the device remains implanted.